Manufacturer narrative:
Block e1 (initial reporter facility name): (B)(6). Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 (handle assembly and the ligator housing) was analyzed, and a visual evaluation noted that the ligator housing returned with seven bands attached. The suture thread was detached from some of the ligator housing teeth. The handle slot had evidence of that the trip wire was secured. The suture hole was in good condition. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. The click was audible, and indents felt each 180-degree rotation. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, it was found that the ligator housing had the suture out of its position on the ligator housing teeth. It is possible that the problem had something to do with the way the device is being handled when trying to deploy the bands after being prepared for the procedure, the technique used, or possibly the use excessive force on the handle making that in some cases the bands get overlapped to one another or that the bands did not deploy at all. In addition, there was also evidence that the device had the trip wire secured, so it is not conclusive that the problem was caused by how the device was being set-up. Therefore, the most probable root cause of this complaint is adverse event related to procedure.

Event description:
Note: this report pertains to the second of two speedband superview super 7 used during the same procedure. It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a varicose vein ligation procedure performed on (B)(6) 2023. During the procedure, the bands were stuck together. A second speedband superview super 7 was used; however, still the bands were stuck together. The procedure was completed with a third speedband superview super 7. It was noted that no difficulty was experienced upon setting up the devices. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1 (initial reporter facility name): (B)(6). Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
Note: this report pertains to the second of two speedband superview super 7 used during the same procedure. It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a varicose vein ligation procedure performed on (B)(6) 2023. During the procedure, the bands were stuck together. A second speedband superview super 7 was used; however, still the bands were stuck together. The procedure was completed with a third speedband superview super 7. It was noted that no difficulty was experienced upon setting up the devices. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.